Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was unable to be implanted at several positions. The rv lead was used and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing, visual analysis and x-ray inspection of the lead were normal with no anomalies found.